Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that an unk maillefer (k file (B)(4)) was blunted and increased force was applied and dental tissue was damaged during treatment. A the file was replaced with a new k file and treatment was successfully completed.

Manufacturer narrative:
Summary: involved product that didn't give satisfaction during use was not returned, and cannot be fully identified and analyzed. Moreover, no unused file is available for evaluation. A batch number was provided, however this number has no corresponding in our system. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified.we will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the instrument is possible).